Event description:
It was reported to philips that the device had an "equipment problem". There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had an "equipment problem". There was no reported patient involvement. Additional information has been requested.